Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "ventilator inoperative" alarm condition. The device was returned to a third party service center and a "service required" alarm condition was observed. The device's sensor board was replaced to address the issue. No "ventilator inoperative" code was noted. During the evaluation a leak was observed from the device's oxygen blending module manifold and the component was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.